Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# h829004406 serial# unknown implanted: (B)(6) 2012 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: unknown/(B)(6), ubd: 18-jun-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving hydromorphone 0.0432 mg/day/ 0.7188 mg/day bupivacaine 0.135 mcg/day 2.245 mcg/day 200.2 mcg of baclofen 12.0 mcg/day via an implantable pump. It was reported that the pump was originally implanted in (B)(6) and replaced in (B)(6) 2023. At that time, aspirate was successful without any issues. In (B)(6) 2025, the patient presented to the emergency department with uncontrollable leg shaking like baclofen withdrawal. However, she did not respond to the oral baclofen at a dose of 50 mcg. Her condition eventfully stabilized, and she was discharged. On (B)(6) 2025, a catheter study was performed. Initially, 3 ml of cerebrospinal fluid (csf) was successfully aspirated. However, a catheter position was identified in which the catheter appeared to kink, preventing aspiration. The physician submitted a request for insurance authorization to revise the catheter as soon as possible. The issue was not resolved.

Manufacturer narrative:
H3. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.